Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user contacted support to ask how long it takes for a libre 3 plus sensor to display glucose after a new sensor start, and was informed that readings would display after a 60-minute warmup, after which the ilet should resume showing values; a contemporaneous blood glucose value of 296 mg/dl was noted. Symptoms included hyperglycemia without reported acute complications. Outcomes included self-management guidance and instruction to call back if glucose did not return to target within three hours, with no alarms reported and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding sensor warmup and device display behavior. Investigation of this case revealed no device malfunction and no alerts, with the event consistent with a transient hyperglycemic reading during routine sensor initialization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.